Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery system was chosen for use to implant an amplatzer amulet left atrial appendage occluder. After introducing the sheath over the guidewire, the sheath wasn't following the guidewire and couldn't be advanced. A large hole was observed on the tip of the delivery system dilator that was not observed during preparation. The occluder had not been inserted yet. A replacement delivery system was used to complete the procedure. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
It was reported that difficulty inserting the delivery sheath into the patient and split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, exception issue 130010 was been initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied. Codes removed: medical device problem code: 4008 material split, cut or torn. Codes added: medical device problem code: 1504 material puncture/hole.